Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during coil video-assisted thoracoscopic surgery (vats) wedge resection with bronchoscopy, there were 2 staplers and 4 reloads that did not fire correctly or cut through tissue. Another device was used to complete the case. There was no patient injury.